Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) was connected to the leads and an audible alarm beep was heard from the ICD. The device was interrogated again and two lead integrity alerts (lia) were noted. After repeated reprogramming, disconnecting and connecting the leads, the lias were still alarming. A new rv was connected to the ICD, however, two lias were still alarming. Again, repeated reprogramming and disconnecting and reconnecting the leads was attempted to resolve the inappropriate alerts, but the lias were still observed. The ICD was then replaced and no alerts were exhibited so the pocket was closed and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) was connected to the rv lead and an audible alarm beep was heard from the ICD. The device was interrogated again and two lead integrity alerts (lia) were noted. After repeated reprogramming, disconnecting and connecting the leads, the lias were still alarming. The right ventricular (rv) lead was replaced and a new rv lead was connected to the ICD. However, two lias were still alarming. Again, repeated reprogramming and disconnecting and reconnecting the leads was attempted to resolve the inappropriate alerts, but the lias were still observed. It was also noted there was a "defective programmer." The ICD was then replaced and no alerts were exhibited so the pocket was closed and the ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).